Manufacturer narrative:
Final analysis found burn marks on the printed circuit board which resulted in power up anomaly.

Event description:
It was reported that the merlin programmer was plugged and it sparked. The transmitter did not power on later. The device was replaced.